Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: stock review: the review of the available units was made and it was identified that to date, there are no units in stock of this product code and lot number. Quantity produced / imported: of this product code and batch number, (B)(4) units were manufactured. Distributed quantity: the traceability of the product was verified and it was identified that the units were sold to (B)(4) different customers, located in cities such as: (B)(4). Background: the review of the product's background was performed and it was identified that to date we do not have received additional reports related to this product code / batch. Batch record / batch record: the documentation corresponding to the manufacturing of the batch was reviewed, verifying that the batch had a standard process, no deviations were identified, nor alterations during the production. The results obtained during the process met the usp parameters and the requirements of b. Braun medical. Analysis of the sample: without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: colombia. The medicovigilance program received a report from delivery room, associated to the medical device catgut chromed 2/0, where it was reported that when performing the correction of the episiotomy the suture broke.